Event description:
It was reported the video system center presented no image. The issue occurred during preparation for use before a diagnostic otolaryngology procedure. The facility finished the procedure with the replacement device. There were no reports of patient harm, delay, injury or death and the patient was not under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.